Event description:
We have no info on how the unit failed and the extent of any injuries to the user. From a lawyer: "r82 crocodile gait trainer malfunctioned causing the child to fall and suffer severe injuries."

Manufacturer narrative:
We have no info on how the unit failed and the extent of any injuries to the user. We will try to see if we can get more info through the insurance company.